Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check-up the cs300 intra-aortic balloon pump (iabp) malfunctioned. There is a defective display reported. No patient involvement. No harm is reported.